Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged a day after implant. This rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was repositioned. The lead will not be returned for analysis as of this time. This investigation will be updated should further information be provided.